Manufacturer narrative:
Medwatch sent to the FDA on 03/25/2016. The event of pain was previously reported and has previously been submitted via asr on (B)(6) 2015. The event of child having a new "neurological diagnosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device labeling: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.

Event description:
Healthcare professional reported the patient experienced pain. Treatment advised as tylenol pm and to "quit smoking." Patient reported having stopped breastfeeding due to "not enough milk production." Patient also reported child having a new "neurological diagnosis" and did not specify type. Follow-up attempts were unsuccessful with the patient in regards to the child's "neurological diagnosis." This medwatch represents the left side. See MFR # 9617229-2016-00021 for the right side. Device remains implanted.